Manufacturer narrative:
H3: the device was received for evaluation. No lot information was provided. Visual inspection identified that the cannula was missing and appeared to be broken off. The customer¿s reported problem of a broken cannula was confirmed. The most probable cause could not be determined based on the available information. No additional testing was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the person with diabetes reported that an infusion site cannula came off in her skin when changing out. The patient reported that she thought it had been on for 3 days and she missed a cannula fill. The patient was changing her site when she discovered the cannula was broken off. She did go to an urgent care. They were unable to view the cannula with the x-ray but got a prescription for topical antibiotic and advised that she monitor the site. She reported that it was more red than previous sites, but no other change besides that. The operator of the device was the lay user or patient. No patient harm or no patient injury. The event occurred while in use with patient.